Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a device issue. The patient stated that they took too much insulin based off the continuous glucose monitor (cgm) reading. It is unknown what reading was at time of the event. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The reported event could not be determined. A root cause could not be determined.